Manufacturer narrative:
Additional information: the screw which could not be fully seated prevented the screw cover plate from being installed. Bone wax was used to cover the top surface of that screw to prevent damage to the surrounding tissues.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00336, 3012447612-2017-00337, 3012447612-2017-00407, and 3012447612-2017-00408.

Event description:
It was reported that four screws stripped while being installed during surgery. Three screws were able to be advanced into the final position but the other was not able to be further advanced or removed once it stripped. All screws remain implanted. There were no reports of patient injury associated with this event. This is report three of four for this event.